Manufacturer narrative:
(B)(4). This report of a system error 2240 alarm was confirmed and the root cause was determined to be due to the patient failing to return after disconnection during therapy. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4) and (B)(4).

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
The customer contacted baxter's service center regarding a system error 2240 and 2367, which occurred on the homechoice (hc) during use during drain 1. The home patient (hp) disconnected themselves in the dwell and did not get back to the hc in time to catch the beginning of the drain. The hc started the alarming and at that point the hp reconnected themselves and called. The hp understood explanations, cleared the alarms, and would start over with new supplies and would call the rn. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the system error 2240. The rn was made aware that the hp connected to the machine while it was alarming with system error 2240. The rn stated the home patient (hp) has had no injury or medical intervention since the incident and has been performing therapy fine.